Manufacturer narrative:
Additional information received reported that the stent was removed in its entirety along with the microcatheter, and the physician used another stent to complete the procedure. The pusher, introducer, and stent were returned for analysis. A new microcatheter was used for testing, as the original was not returned. Upon initial investigation, there did not appear to be any damage to the stent. The stent was reloaded back into the introducer and deployed out of the microcatheter without any friction. After the distal end of the stent was deployed, the stent was retrieved back into the microcatheter without any issues. Based on the available information and evaluation of the device, the reported complaint cannot be confirmed. The stent was able to be retrieved back within the microcatheter when the distal end was deployed and redeployed properly. The root cause for the stent not being able to be retrieved may have been due to tortuous anatomy, which could result in difficulty in retrieving the stent. The device was noted to be within specification and functioned as intended.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned to the manufacturer for review. The investigation is underway.

Event description:
It was reported that during the treatment of a right side anterior cervical ophthalmic aneurysm, the physician attempted to adjust the position of the lvis stent; however, the stent was unable to be retrieved. The stent was removed in its entirety from the patient. No further information was provided. There was no reported patient injury or intervention. The patient was reported to be doing fine.